Manufacturer narrative:
Stryker cmf recently acquired hyperbranch, and this MDR is a result of the remediation process. Hyperbranch had identified this complaint (number: (B)(4)) as non-reportable. Upon further investigation, stryker has decided to file a report. The observation stated in the reported event could not be confirmed, because the information provided was not sufficient. Additionally, a DHR review was performed for all potentially affected lots. As the device was manufactured by stryker durham (USA), the available complaint information was forwarded to the manufacturing site to review the related quality and manufacturing documents. Within the review no deviations were found, the required tests were performed and did pass without any discrepancies. Finally, hyperbranch¿s medical adviser assessed the reported event and stated that he does not believe the product was the cause of the issue identified for which no contextual data is presented. Csf leak is a known complication of intracranial procedures. Adherus, properly used, can decrease, but not eliminate the risk for csf leak. Based on the exceptionally limited data provided, it is impossible to make any statement regarding the possibility that death or deterioration resulted of the incident noted here. Based on the limited information provided and the lack of provided follow-up the root cause of this complaint cannot be determined. Considering the investigation including a statistical analysis, the DHR review of the related quality and manufacturing documents as well as based on the assessment of the medical adviser there is no indication that the product is not working as intended or any systematic design, material or manufacturing related issue exists. The complaint is added to the complaint trend. Device evaluated by MFR: device unable to be returned for evaluation.

Event description:
It was reported that there was a csf leak following microvascular decompression to treat trigeminal neuralgia.